Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that removal difficulties occurred. The 90% stenosed target lesion was located in the moderately calcified and moderately tortuous mid left anterior descending artery. A guidezilla¿ ii long guide extension catheter was selected for use. During procedure, resistance was felt at the tip of the guide catheter. Then, the guidezilla was removed from the guide catheter with considerable force and it could not be used continuously. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was good.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of a 6f long guidezilla guide extension catheter in two pieces. The device was bloody. The hypotube, collar, distal shaft and tip was microscopically and tactile inspected. Inspection revealed a complete separation in the hypotube located 23cm from the strain relief, numerous kinks in the hypotube, a kink in the distal shaft located 22cm from the collar, and tip damage. The fracture faces of the separation are ovalized, as if kinked prior to separation. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that removal difficulties occurred. The 90% stenosed target lesion was located in the moderately calcified and moderately tortuous mid left anterior descending artery. A guidezilla ii long guide extension catheter was selected for use. During procedure, resistance was felt at the tip of the guide catheter. Then, the guidezilla was removed from the guide catheter with considerable force and it could not be used continuously. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was good.